Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The nc traveler device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal right coronary artery (drca) with heavy calcification and heavy tortuosity. The 4.0x8mm nc traveler balloon dilatation catheter (bdc) had resistance with the anatomy during advancement and failed to cross. There was resistance with the anatomy during removal. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal right coronary artery (drca) with heavy calcification and heavy tortuosity. The 4.0x8mm nc traveler balloon dilatation catheter (bdc) had resistance with the anatomy during advancement and failed to cross. There was resistance with the anatomy during removal. There was no adverse patient effect and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: all devices were removed as a single unit. A non-abbott balloon was used to complete the procedure. No additional information was provided.